Event description:
It was reported that after replacing the right ventricular (rv) lead during a lead revision, right atrial (ra) lead noise was observed upon reconnecting the leads to this pacemaker. The leads were removed for pacing system analyzer (psa) testing, and lead measurements were appropriate. The lead pins were cleaned and reconnected to this pacemaker, and ra noise persisted. Further evaluation was performed with the leads reversed in the header of the pacemaker. Noise on ra electrograms (egms) persisted and device settings were verified to be in bipolar. Subsequently, the pacemaker was also explanted and replaced. No additional adverse patient effects were reported. This rv lead and pacemaker were returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that after replacing the right ventricular (rv) lead during a lead revision, right atrial (ra) lead noise was observed upon reconnecting the leads to this pacemaker. The leads were removed for pacing system analyzer (psa) testing, and lead measurements were appropriate. The lead pins were cleaned and reconnected to this pacemaker, and ra noise persisted. Further evaluation was performed with the leads reversed in the header of the pacemaker. Noise on ra electrograms (egms) persisted and device settings were verified to be in bipolar. Subsequently, the pacemaker was also explanted and replaced. No additional adverse patient effects were reported. This rv lead and pacemaker were returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.